Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely extrusion of the device through the skin. Reportedly a swelling was present prior to the extrusion, which might be a hint for infection. However no information on a possible infection was received. A review of the devices sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the possible infection. This is a final report.

Event description:
Device was explanted on (B)(6), 2021 due to extrusion of the device through the skin. An extrusion was first seen on the (B)(6) 2020. Before device extrusion the hearing performance with the device was good. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Device was explanted due to unknown reason on (B)(6) 2021.